Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergency medical intervention and hospitalization. The consumer reported, she did not believe the transmitter on the blood glucose sensor was working correctly. She had recently been changed from an insulin pump to an insulin sensor. This information was transferred to medtronics, the manufacturer of the insulin sensor for their complaint system. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.